Event description:
It was reported that the customer had battery problems with the insulin pump. Customer has a travel loaner pump and has been traveling for 5 months. Customer stated that she got a new battery cap at the end of march and it seemed to be working alright. Customer has had the pump for 3.5 years. Customer has not had problems until the end of march. Customer stated that she got a low battery alert and a failed battery test. Customer changed the battery out several times and now has 4 bars on the battery indicator. Customer's blood glucose was 8.1 mmol/l at the time of the incident. Customer stated that the battery usually lasts 3 weeks. It was explained that the average battery life is about 1 week. Troubleshooting was performed and the customer did not receive another failed battery test. Customer stated that she has a crack in the battery compartment near the top of the compartment. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to a corroded battery tube. They were unable to perform the operating current test or verify the weak battery, low battery, battery out limit due to the failed battery test. The insulin pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.